Event description:
It was reported that the durom cup was not seating initially, and it migrated and eventually came to seat in a different orientation and did not achieve bony ingrowth. It came out quite easily.

Manufacturer narrative:
Info was forwarded from the owner establishment, which markets the devices in the u.s.